Event description:
The surgeon reported that the pt was implanted in 2006 with a left total hip prothesis. The pt had a revision surgery on (B)(6) 2011 because the femoral head was fractured.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.